Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was unable to be interrogated with a consult device. Boston scientific technical services (ts) was consulted and recommended to contact a local field representative to interrogate with a programmer. No adverse patient effects were reported. At this time, this device remains in service.